Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The link was still attached to the anterior foot pocket. The posterior link was not attached to a cuff. The reported suture retrieval issue was confirmed. The probable cause for the reported event was determined to be related to the operational context during use. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A 10f procedural sheath was used and the perclose proglide instructions for use (IFU) states: the perclose proglide 6f smc system is designed for use in 5f to 8f access sites. Use of the device outside of stated procedures may result in the observed cuff miss. Reportedly, the vessel was moderately calcified and the IFU states: the safety and effectiveness has not been established in patient with fluoroscopically visible femoral artery calcium. The vessel calcium may have potential to change the anterior needle trajectory. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that a physician attempted placement of the proglide suture using the pre-close technique prior to an interventional procedure in a mildly calcified right common femoral artery. Reportedly, after the interventional procedure, the first proglide suture was placed and closed correctly, the second proglide sutures placed found the suture did not go through the artery. A third proglide suture was used but did not catch the artery. A fourth proglide suture was used successfully. A 10fr sheath was used, upsizing to a 14fr and then an 18fr sheath. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the proglide device. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The other perclose proglide device is being filed under a separate medwatch MFR number. The safety and effectiveness of the perclose proglide devices have not been established in the following patient populations: patients with femoral artery calcium which is fluoroscopically visible at the access site.